Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 6, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report. Device analysis report attached.